Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to contamination of the electrical contact part of the system. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". [Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Before inspection, wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm, etc. Using normal light observation images and nbi observation images. 3. Confirm that the illumination light is emitted. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye flex deflectable videoscope had no image. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was not confirmed and was unable able to be reproduced. Evaluation did find, that water tightness was lost due to a pinhole on the bending section cover and dent on the distal end, the bending section cover adhesive was chipped, the angle knob torque of the forceps elevator lever at the engage exceeded the standard value due to damage on the forceps elevator lever, and video connector was cracked/deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.